Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stopped and did not restart anymore. There was no report of surgical delay or pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.